Event description:
It was reported that this right atrial (ra) lead was capped due to product performance issue. Another ra lead was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was capped due thigh pacing threshold. Another ra lead was successfully placed. No adverse patient effects were reported.